Event description:
Information received from the field notes that the device was determined to be "...dangerously not performing...". The patient claimed depression and anxiety because of the surgery.